Event description:
Customer called to report the insulin was not coming out during priming. Troubleshooting was performed. The insulin did not exit. It was stated that the lead screw was not turning and the driver block was not moving.